Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip is worn from use, and product was out of the original packaging with no packaging returned. A functional evaluation was performed on the returned device and found that plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues activating coag. The button did not get stuck nor did the device stay turned on. The button cover was removed and found no issues. Wand data shows the wand experienced a multiple button press warning. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a hip procedure, the werewolf fastseal would turn on and not turn off. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case: (B)(4).